Manufacturer narrative:
Section was completed by the manufacturer. Information was received from a distributor who is not required to complete form 3500a. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: the product stated in the complaint was not returned for review. The device history records indicate that the device was manufactured and packaged to specification. No product was returned. Lot number was not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint be will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1999. Post-op, in 2007, the device was revised due to worn bushing.